Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and checked the detector confirming that the detector was dropped multiple times. The detector was calibrated and returned for use.

Event description:
It was reported that the detector was not connecting to the system. There was no patient or user impact.

Manufacturer narrative:
Reference ID: (B)(4). Combined (initial & final) emdr report was submitted on time with emdr report number (B)(4). A duplicate report was inadvertently submitted with emdr report number 3003768251-2024-00072 (5241166). It is a request to ignore the duplicate report submitted. Following are the corrections made pertaining to emdr report number (B)(4): 1. Contact office: changed from "john maga" to "dusty leppert" 2. Date received by mfg: changed from "blank" to "3/26/2024".